Event description:
Patient brought in for a valvuloplasty. During the procedure the valvuloplasty balloon ruptured. Tyshak 22mm aortic balloon ruptured while inflated across tavr aortic valve. We believe that the tavr strut caught the balloon.